Event description:
Patient's representative reported, left side rupture. Silicone migration, and granuloma. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration and granuloma.

Event description:
Patient reported rupture, silicone migration and granuloma. Device has been explanted. This relates to the left side.